Manufacturer narrative:
(B)(4). Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr found that when the ventilator was connected to the o2/air, the blender would alarm. The fsr confirmed that the blender was faulty and needed to be repaired. The fsr checked the dc power supply voltages, airway pressure monitor transducer calibration, and driver displacement indicator calibration. The fsr completed the alarms test, patient circuit calibration, and performance checks. The device meets manufacturer's specifications.

Event description:
The customer reported that the mean airway pressure dropped and the ventilator stopped, while in use on a patient. The end-users were not able to restart the ventilator. There was no patient harm associated with this issue.